Event description:
The facility's repesentative reported an infusion pump with failure code 3, found during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.